Event description:
1 ventricular high rate episodes occurring(B)(6)2021 at 5:57 pm, possible oversensing noted on stored egm." Lead manufactured by boston scientific case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).